Event description:
Patient presented to the clinic complaining of chest pains. When the device was interrogated, an alert for device at eol was observed. However, the battery voltage read 2.65v. Clinician ended the session and re-interrogated but the alert remained. Firmware engineering explained that the device had experienced rapid battery depletion. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and was found to be normal. The battery was sent out to the vendor for further evaluation, and an internal battery anomaly was found, which caused the premature battery depletion.